Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed, de novo lesion located in the mid right coronary artery. Pre-dilatation was performed with a 3.0 mm non-abbott balloon dilatation catheter. A 3.5x28 mm xience xpedition stent was deployed at 14 atmospheres and a proximal edge dissection was noted. A 3.5x12 mm xience xpedition stent was deployed, overlapping the 3.5x28 mm stent to cover the dissection. The procedure was completed successfully. There was no interaction of devices. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.